Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was unable to duplicate the reported issue. The reported unit was functioning as per specification. Reported device hasn't been received at this time by vyaire. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator screen went blank and stopped ventilating without any alarm while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Vyaire field service representative (fsr) went onsite to evaluate the device. The fsr was unable to verify the customer's reported issue. The service technician performed user verification test (uvt) and the display functioned properly. The service technician ran the device for 2 hours without any faults noted. The device passed all testing and met all vyaire manufacturer specifications.